Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, the operating physician observed that the spring wire guide (swg) was kinked prior to the insertion procedure. The swg was replaced with a new device, which resolved the issue and allowed the procedure to proceed as planned. There was no patient involvement, and no adverse patient impact or injury was reported in association with this event.